Event description:
Additional information: the reported issue occurred during set-up of the device for a cardiopulmonary bypass procedure. As a result, an alternative device was employed.

Event description:
It was reported that there was a "pump jam" on the roller pump. They used tubing that was different from the one they usually use. Occlusion might be too strong. At this time, when the problem occurred and if device was changed out is unknown. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.